Event description:
The peritoneal dialysis (pd) patient's spouse contacted technical services and reported the patient had just gotten out of the hospital and requested assistance programming the dialysis machine. Follow up with the pd patient's registered nurse (rn) confirmed the patient had been admitted to the hospital on (B)(6) 2015 for hypotension, dizziness, weakness and fluid overload. The nurse stated the patient had been completing peritoneal dialysis treatments and was prescribed a diuretic medication burmex (bumentanide), but the patient ran out of medication and had not been taking her prescribed medication for three weeks prior to the hospitalization event. The patient was discharged from the hospital on (B)(6) 2015. Medical records were requested.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.